Event description:
Caller reported malfunction 199 in tandem source, indicating a pump malfunction. There was no adverse impact to the customer's blood glucose level. The caller received guidance from technical support to reset the pump, which included ensuring the pump was charged and reloading the cartridge. After resetting, the same malfunction did not recur, and the caller was advised to monitor for any future issues.